Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent an upgrade procedure from an implantable cardioverter defibrillator (ICD) to an cardiac resynchronization therapy defibrillator (crt-d). Upon initial interrogation of the ICD, a nonsustained episode with noise leading to pacing inhibition was observed. This patient was noted to be pacemaker dependant. Due to the extensive clinical history of the patient, the physician decided to keep the chronic right ventricular (rv) lead and continue with the procedure. During the procedure there was no evidence of oversensing or inhibition in rv channel. Additionally after the new device was implanted, no noise was ever seen on the rv channel. Technical services (ts) reviewed the episode and indicated the noise was likely due to myopotentials and it resulted in greater than two seconds of asystole. Additionally, ts concluded the episode is not suggestive of an underlying lead integrity issue and believes the new device features will eliminate the device sensing the myopotentials. The device was explanted and replaced. No adverse patient effects were reported.